Event description:
The patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the ramus branch during the index procedure. The patient had stable angina at the 30 day and 6 month follow up and was free of symptoms at the 1 year, 2 year and 2.5 year follow up. It was reported that approximately 2 years and 4 months post the index procedure that the patient suffered a spontaneous gastro intestinal bleed. The patient was hospitalized and treated by transfusion.

Event description:
It was reported that the previously reported gastro intestinal bleed was also treated with medication.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).

Event description:
Approximately 14 days post index procedure the patient suffered an mi. The investigator assessed that the event was not related to the device. The patient recovered with treatment. Approximately 3.5 months post index procedure the patient suffered another mi. The investigator assessed that the event was not related to the device.

Event description:
The cause of death is reported as failure to thrive in addition to the previously reported advanced dementia.

Event description:
The investigator has indicated the previously reported gi bleed was not related to the study device and the patient recovered with treatment. Approximately 37 months post the index procedure the patient expired. Cause of death reported as advanced dementia. The investigator has indicated the death was not related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It is reported an mi event occurred 9 days post index procedure. It was not assessed whether the mi was related to the study device.